Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information provided: "knee revision of tibial base plate and insert; did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, facility name of original implant: [hospital]; was device explanted? True; hardware/explant removal due to: pain and potential loosening; did patient require revision surgery? True; if yes, date of revision surgery. [Date]; reason for revision surgery. Pain and potential loosening; patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Pain". The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment (affixium.jpeg). The photo investigation was able to confirm the reported event, as per the amount of bone attached to the device ha coating surface. Device had signs of being implanted for a period of time and organic debris was found attached to its surface as well. Although a specific root cause is not established for the loosening condition, there are many factors that could have contribute to it, including improper fixation or separation of the bond observed between the implant and the bone interface. However, consideration must be given to all other potential influences such as patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune fb tib base sz 7 por would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a search of the medtech nonconformance (nc) quality system found no nc¿s associated with this product/lot combination. H11 additional narrative: added: d10 (concomitant).

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event provided 4023830 was not able to be validated, the full UDI is currently not available.

Event description:
It was reported the patient underwent a right knee revision of the tibial base plate and insert due to pain and potential loosening. It was an uncemented tibial base so the interface was the bone implant. The procedure was completed successfully with no consequences to the patient.